Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that customer was hospitalized for high blood glucose and dka. Customer stated that when she removed cannula it was curved and she suspected that was the cause of high blood glucose. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.